Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while performing inflation of dissection balloon, the balloon would not inflate or hold air. Another balloon was used to complete the case. There was no patient injury.